Event description:
It was reported to philips that the system failed to bootup. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system and found that system was showing a black screen. A philips field service engineer (fse) visited onsite and identified that the suite pc was defective. To resolve the issue, the fse replaced the suite pc. After that, the system was returned in good working condition and was ready for clinical use. The suite pc was returned for further analysis. Functional testing was performed and found that suite pc hdd bay slot 1 was defective. The codes were updated based on the investigation outcomes.